Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time/date were inaccurate after pump was placed in storage mode for a few days. Customer reset time/date to address the issue. There was no reported adverse impact.